Event description:
It was reported that the patient presented in the operating room for an explant procedure. The left ventricular (lv) lead was attempted to be extracted from the coronary sinus but failed. The lv lead remained inactive in the coronary sinus. A replacement lv was implanted. The patient was in stable condition.